Event description:
It was reported that a bur broke. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. Lot no. Details were not provided. A potential root cause for the alleged breakage was determined to be user technique. It was not possible to determine the definite root cause.